Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse replaced the lcd display and completed the repair with full calibration, functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor lcd screen was cracked and not working. It is unknown under which circumstances this event occurred. However, no patient involvement or adverse event was reported.